Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 61 year old male patient, the device was unable to pace. Complainant indicated that subsequent testing did not duplicate the reported malfunction. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history log provides evidence of the customer's report due to noisy ECG signals throughout the case. This factor may indicate poor coupling between the electrode pads and the patient's skin. However, this could not be firmly established as the electrode pads were not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.